Event description:
It was reported that the blade mount was chipped on the handpiece. This was discovered while the handpiece was at the MFR for routine maintenance. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was repaired and returned to the customer.